Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing was pulled resulting in the patient line separating from the cartridge. Customer's blood glucose (bg) level was approximately 600 mg/dl. A supply change was performed and a correction bolus was delivered via the pump to address bg.